Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 31 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 02:30 she obtained a result of ¿178mg/dl¿ on the subject meter which she felt was inaccurate in comparison to a result of ¿124mg/dl¿ on an ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes with metformin and lantus and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that immediately prior to obtaining the results, she had developed symptoms of ¿weak, tired and hot¿ and that on (B)(6) 2016 at 05:30 she received phone advice from a healthcare professional to take metformin 500mg. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.